Event description:
Charging port cover did not close and charging port metal was bent, resulting in the need to charge every two days. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and the case was closed by technical support.